Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of kinking in the tubing below the drip chamber could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2441-0007 because a lot number was not provided by the customer. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that as lvp bur 60d smbore 3ss tubing was kinked. The following information was provided by the initial reporter: material #: 2441-0007, batch #: unknown. It was reported a kink in the tubing where it connects to the drip chamber. Customer 1 comment (related to pr (B)(6)) same tubing with 2 different defects: hole with large amount of air noted in IV tubing received from operating room.